Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to disconnect tubing from the site, tighten the t:lock, and deliver a bolus, but the caller declined to proceed with troubleshooting, leaving the cause of the occlusion unresolved.